Event description:
It was reported that the subject flow diverter stent did not fully deploy against vessel walls and a balloon was used to oppose device to vessel wall (no existing plaque before stenting). The procedure was completed successfully, completely covering the neck of the aneurysm. There was no device deficiency reported. One day post procedure for right internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, the patient had right retro-orbital disabling headaches with visual disorders (very painful headaches and visual disorders. Magnetic resonance imaging (MRI) done, no sign of post procedure complication or new ischemia. Headaches decreasing at discharge). Treatment was required. The patient was discharged with modified rankin scale (mrs) of 1 and 0 at 3 months and 12 months follow up. According to cec adjudication this adverse event has a causal relationship with the procedure and a possible relation ship with the subject flow diverter. The adverse event was resolved. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added, d4 expiration date - added, b1 adverse event/product problem - updated, d4 lot # - corrected from22111963 to 22111963r, f10 / h6 medical device problem code - device code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated a procedure start time 9:40; end time: 10:09. The patient¿s condition was reported as mrs 1 at discharge, mrs 0 at 3 months and 12 months. No device deficiencies were reported and the procedure was completed successfully, completely covering the neck of the aneurysm. The stent did not fully deploy against vessel walls and eclipse 6*12mm balloon was used to appose device to vessel wall (no existing plaque before stenting). No information was provided yet regarding what treatment was performed to resolve the adverse event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that the subject flow diverter stent did not fully deploy against vessel walls and a balloon was used to oppose device to vessel wall (no existing plaque before stenting). The procedure was completed successfully, completely covering the neck of the aneurysm. There was no device deficiency reported. One day post procedure for right internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, the patient had right retro-orbital disabling headaches with visual disorders (very painful headaches and visual disorders. Magnetic resonance imaging (MRI) done, no sign of post procedure complication or new ischemia. Headaches decreasing at discharge). Treatment was required. The patient was discharged with modified rankin scale (mrs) of 1 and 0 at 3 months and 12 months follow up. According to cec adjudication this adverse event has a causal relationship with the procedure and a possible relation ship with the subject flow diverter. The adverse event was resolved. No additional information available.